Event description:
The consumer reported that following the patient¿s ¿pyroplasty¿ in 2013, the implantable neurostimulator (ins) had been shocking and zapping them and the patient could see their stomach move in and out. It happened every time the patient ate something. When the patient was on a feeding tube for a little while it didn¿t do it because they weren¿t eating. The patient had talked to their health care provider (hcp) about it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.